Event description:
It was reported by the rep the device was used during a colon resection procedure. It was reported that the tlc55 misfire during colon resection. It would not continue to fire when firing cycle began. Opened another tlc35 to continue the case. Had to do more of an excision due to the first misfire. No further info available at this time.